Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were having problems with their pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly the customer reverted to manual injections for insulin therapy.